Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a revision surgery. During the procedure, cuff erosion was noted around the urethra. The existing 4.5 cm cuff was removed and a new 4.0 cm component was implanted. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of incontinence and erosion are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.